Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. Onsite functional and visual examination was performed by a manufacturer representative. The collimator was adjusted and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Other relevant device(s) are: product ID: bi40000019, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that error with collimator start. The was no patient present at the time of event.